Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not release the clip, an investigation was completed to determine the cause of this reported event. The medium-large clip applier was analyzed and found to have a failed clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passes engagement and able to retain clip through engagement but cannot release from the clip. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip. As a result of the bent grip the instrument failed the clip test. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier would not release the clip. The clip applier worked on the first two clip applications but did not release the clip on the third attempt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographic information was not available. A backup instrument was used to resolve the issue.